Manufacturer narrative:
(B)(4) date sent: 6/20/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24 additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Na or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. The device start to deploy staples and cut but could not be completed (partially fire). Or, did the device fully fire and stop during the automatic knife return? No. Device return status the device was discarded, so it could not be returned. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the shooting process, the power gun jammed, and the blade could be retracted by using the return button. Also, there are three reloads encountered the same issue.